Manufacturer narrative:
One 2.9 bioraptor ab assembly was returned for evaluation. Visual assessment of the device showed the anchor is missing from the inserter and was not returned for evaluation. The suture remains attached to the inserter indicating the anchor broke at its suture eyelet. Without the return of the anchor no root cause can be determined.

Event description:
It was reported that during a bancart and slap repairing, after drilling field with 2,7 mm drill device leaved from the grip. Patient bone was hard. Anchor was broken and all pieces were removed. Operation was completed with a titanium anchor by preparing new hole.